Event description:
It was reported the patient had a lead revision due to discomfort under skin at the lead location. It was stated during revision impedances were checked and all were within normal limits. The surgeon adjusted the strain relief loop and put the implantable neurostimulator back in the pocket. The patient was "doing fine" after the operation. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4). F

Event description:
Additional information received reported a loop of wire was bulging from the patient¿s midline spine incision and was causing acute tenderness. It was noted that all of the implant components were replaced. It was noted that the implantable neurostimulator (ins) was moved above the belt line and to the opposite side.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the lead issue bulging in her back was never apparently resolved. It was believed to have been resolved at the time, but it was not.